Event description:
Pt reported, the infusion device has water or insulin inside. Pt stated, the infusion device does not function at all. Pt reported no buttons function and the infusion device's display has vapor in it. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.